Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on (B)(6) 2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported that a fluid leak occurred with fluid coming from the cycler door (reported in MFR 2937457-2022-01336 & MFR 8030665-2022-00930). There were no initial reported injuries related to the issue and the patient was advised to follow-up with the pd nurse. Subsequently, in a follow-up call with the pd nurse, it was reported that the patient developed peritonitis on (B)(6) 2022. It was stated that the patient had symptoms of cloudy pd effluent after the reported fluid leak and was seen in the outpatient pd clinic. A pd culture was obtained which generated growth of the bacteria enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin 2 grams intra-peritoneal (ip) on an outpatient basis. The nurse confirmed the reported fluid leak prior to diagnosis of peritonitis on (B)(6) 2022. The nurse stated that the fluid was coming from the fresenius cassette. The nurse initially reported the patient did not incur any injury due to the fluid leak. However, the fluid leak may have been associated with the peritonitis while the exact cause of the peritonitis was not known. The nurse also provided that there may have been translocation of gut bacteria as a potential source for the peritonitis infection. At the time follow-up was completed, it was indicated the patient is recovering from the peritonitis event. The nurse stated the patient continues pd on the replacement cycler without further issues.